Manufacturer narrative:
Patient information not available for reporting. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records review was requested. Device used for treatment, not diagnosis.

Event description:
It was reported that a t8 stardrive screwdriver stripped during a hardware removal on (B)(6) 2017. It was further clarified that the consultant stated he was not present for the surgery that took place on (B)(6) 2017, but was told of the event on (B)(6) 2017. Consultant confirms that he has no information on patient and reason for hardware removal. Also stated that all known information has been provided this complaint is for one device. This report is 1 of 1 for (B)(4).